Event description:
Leakage on insertion tube was reported. The issue found during leak test at reprocessing. No harm reported. No patient, no user injury reported due to the reported event. Device evaluation found foreign material on forceps elevator. This report is being submitted for foreign material found on forceps elevator (handling issue, insufficient reprocessing, cleaning issue).

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation observed cut on connecting tube, watertighness noted lost (leakages observed) . The reported issue was confirmed. Furthermore, device evaluation observed foreign material on forceps elevator . Additionally, the following defects were identified during device inspection: connecting tube has a buckling. S-cylinder shaved. Switch box has a dent. Universal cord has a scratch. Angulation out of specifications. Play on angulation noted. Due to damage on ccd unit, the image has black dots. Plastic cover has a scratch. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it although the device could not be reprocessed (including brushing) and stopped midway due to leakage. The event can be detected/prevented by handling the device in accordance with the following instructions for use: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.